Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's son noticed the patient passed out and when he looked at the cgm display it was reported that the sensor expired early (on day 8 of use), therefore, the patient was not getting an alarm to indicate that she was low. The son called paramedics and when they arrived treated the patient with an IV sugar solution and an unspecified injection. After the injection, the patient regained consciousness. The patient does not recall if a blood glucose (bg) finger stick was taken prior to treatment. After treatment, a bg was checked and it was 72 mg/dl. The paramedics did not leave until the patient's bg was 89 mg/dl. At the time of the report, the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.